Event description:
It was reported that the patient presented for follow up. Upon interrogation, the pulse generator displayed a device parameter error message. The device was reprogrammed to nominal settings and normal function was restored. The patient was fine post event and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.